Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 31.3 mmol/l despite taking boluses since an infusion set change that morning. During troubleshooting, it was discovered that the infusion set cannula was bent. The customer was advised to change the infusion set. The caller called the next day and the infusion set change allowed their blood glucose to decrease. The insulin pump was not returned for analysis.